Manufacturer narrative:
UDI: (B)(4), lot unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product discarded.

Event description:
Item 1: x 25 final tightener 2797.12.600 is burred and needs to be replaced - surgeon request. The second x 25 final tightener was then used. No time was lost. Item 2: di castle innie tightener 2797.22.600 there are x 4 points at the end of the instrument and it was noted at the end of the operation that x 1 tip was missing. The surgeon could not see the tip in the operating field and was happy to continue. No time was lost. No reported ae to patient. No delay to procedure. 'Product discarded' has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If 'wear and tear' is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a 'product complaint' for investigation.